Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced blood glucose excursions while on an alternative method of insulin delivery; the patient was not using an insulin pump at the time of the reported adverse event. The patient reportedly miscalculated the dose of lantus required. The patient¿s blood glucose levels were reported to range between 28-395 mg/dl throughout the day on (B)(6) 2018 with accompanying headache lethargy and nausea. The reporter stated the patient had a blood glucose level of 320 mg/dl at the time of the call to animas. The patient was reported to have started insulin pump therapy at the time of the call and had successfully administered two insulin boluses, which was confirmed by animas customer support during troubleshooting. The patient¿s blood glucose decreased to 311 mg/dl while on the call. This complaint is being reported because the patient experienced blood glucose excursions while off of insulin pump therapy due to pump malfunction and resumed insulin pump therapy at the time of the call to animas.